Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon ruptured. The physician direct stented a liberte 3.0x28mm bare metal stent to the 80% stenosed lesion located in the noncalcified, nontortuous mid left circumflex (lcx) artery, but after stent deployment, the stent balloon ruptured at 6 atms. The physician then withdrew this balloon and used another balloon, unknown type and size, to position the stent. The procedure was completed successfully with no pt complications. Plavix was given to the pt prior to the procedure and aggrastat was prescribed post procedure.